Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose levels. Blood glucose level was 350 mg/dl and blood glucose level got up to 450 mg/dl. Customer was using inpen. The customer declined to troubleshooting. The inpen will not be returned for analysis.